Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the database was corrupted. The technical support specialist (tss) found that the database had entered emergency mode and could not be recovered when following the knowledge article recover/repair a corrupted dsclientoltp database. The tss then dropped the database and recreated it using knowledge article title "proper data sync 2.0 procedure". After a successful synchronized, the customer confirmed that everything was working as expected. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 1.12 dems [v1.1x upgrade - us] user encountered an error while attempted to access the patient list, displayed the message a fatal error had occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue, even though the sync status tab showed an active connection at the time. After rebooted the device, the error message changed to one or more errors occurred, and upon acknowledging the message, the user was automatically logged out of the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.